Event description:
Caller states that he obtained results of 197mg/dl and 13mg/dl within a minute. He also reports obtaining results of 17mg/dl and 109mg/dl within a minute. No adverse event reported and no treatment received. Customer was using international strips at the time of the comparisons. No quality controls were used. Requested return of suspect device and replacement was sent.